Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was pulled out of the ventricle and the team was unable to re-cross the atrioventricular after multiple attempts. The decision was then made to remove the pump and transport the patient back to the intensive care unit. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation into the positioning issue has been completed. No product was returned. Per the clinical investigation, the cause of the priming issue was not determined because no product was returned, and insufficient log, clinical information was given.